Manufacturer narrative:
Engineering analysis: from the description of the occurrence, it is likely that the patient was not ready to ambulate. Being 'uncomfortable' does not mean the drain was not working. It is highly unlikely that three drains would be defective in the same manner. Units are tested for function using automated equipment prior to shipment. The activation of the vacuum indicator check mark means that there was negative pressure within the device, indicating normal operation. A device history record review was performed and the product was found to have met all specifications. Engineering summary/conclusion: root cause could not be identified as the units were not returned for evaluation. It appears that the patient was not ready to be ambulatory using a device without applied suction.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR's: 1219977-2016-00112 and 1219977-2016-00113.

Event description:
Report received stated that a patient was put on an express mini drain and the patient complained that it was difficult to breathe and their spo2 dropped from 100% to 88%.